Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was not satisfied with the device. The cuff was closing too quickly, it was not enough time to void. The aus was explanted and replaced. There were no patient complications reported.